Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with another manufacturer's device. Device was discarded.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with another manufacturer's device.